Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("left coils appears to be more within uterus than the right."), pelvic pain ("pelvic pain/ severe pelvic"), genital haemorrhage ("heavy abnormal bleeding/ heavy bleeding") and ovarian mass ("left ovarian mass") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included overweight, anxiety, depression, hypothyroidism, triglycerides high, hirsutism, hot flashes and blood in stool. Concomitant products included atorvastatin calcium (lipitor), bupropion (wellbutrin), levothyroxine sodium (levothyroxin) and medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced ovarian mass (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with back pain, device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), cervicitis ("cervicitis") with vulvovaginal pain and vaginal discharge, sexual dysfunction ("sexual dysfunction") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (to remove essure) and surgery (removal of left meso-ovarian mass). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, ovarian mass, vaginal haemorrhage, menorrhagia, headache, nausea and dyspareunia outcome was unknown, the pelvic pain, genital haemorrhage, alopecia, weight increased, fatigue, cervicitis, sexual dysfunction and abdominal distension had resolved and the migraine and dysmenorrhoea was resolving. The reporter considered abdominal distension, alopecia, cervicitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian mass, pelvic pain, sexual dysfunction, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: symptoms resolved after the (B)(6) 2016 surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion ultrasound scan vagina - on (B)(6) 2016: left coils appears to be more in uterus then lft coild appears more in uterus than the right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, abdominal pain, anxiety, back pain, vaginal discharge, fatigue, pelvic pain, hair loss, fatigue, , bloating, and sexual dysfunction,left coils appears to be more within uterus than the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("left coils appears to be more within uterus than the right."), pelvic pain ("pelvic pain/ severe pelvic"), genital haemorrhage ("heavy abnormal bleeding/ heavy bleeding") and ovarian mass ("left ovarian mass") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included overweight, anxiety, depression, hypothyroidism, triglycerides high, hirsutism, hot flashes and blood in stool. Concomitant products included atorvastatin calcium (lipitor), bupropion (wellbutrin), levothyroxine sodium (levothyroxin) and medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced ovarian mass (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with back pain, device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), cervicitis ("cervicitis") with vulvovaginal pain and vaginal discharge, sexual dysfunction ("sexual dysfunction") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (to remove essure) and surgery (removal of left meso-ovarian mass). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, ovarian mass, vaginal haemorrhage, menorrhagia, headache, nausea and dyspareunia outcome was unknown, the pelvic pain, genital haemorrhage, alopecia, weight increased, fatigue, cervicitis, sexual dysfunction and abdominal distension had resolved and the migraine and dysmenorrhoea was resolving. The reporter considered abdominal distension, alopecia, cervicitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian mass, pelvic pain, sexual dysfunction, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: symptoms resolved after the (B)(6) 2016 surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion. Ultrasound scan vagina - on (B)(6) 2016: left coils appears to be more in uterus then lft coild appears more in uterus than the right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, abdominal pain, anxiety, back pain, vaginal discharge, fatigue, pelvic pain, hair loss, fatigue, , bloating, and sexual dysfunction,left coils appears to be more within uterus than the right. Most recent follow-up information incorporated above includes: on 6-jul-2018: pfs recevied.events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, ovarian mass, device breakage, partial expulsion were added. Concomitant disease, concomitant drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("left coils appears to be more within uterus than the right."), pelvic pain ("pelvic pain/ severe pelvic"), genital haemorrhage ("heavy abnormal bleeding/ heavy bleeding") and ovarian mass ("left ovarian mass") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included overweight, anxiety, depression, hypothyroidism, triglycerides high, hirsutism, hot flashes and blood in stool. Concomitant products included atorvastatin calcium (lipitor), bupropion hydrochloride (wellbutrin), levothyroxine sodium (levothyroxin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced ovarian mass (seriousness criterion medically significant) with abdominal pain, 3 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with back pain, device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), cervicitis ("cervicitis") with vulvovaginal pain and vaginal discharge, sexual dysfunction ("sexual dysfunction") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy, removal of left meso-ovarian mass and to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, ovarian mass, vaginal haemorrhage, menorrhagia, headache, nausea and dyspareunia outcome was unknown, the pelvic pain, genital haemorrhage, alopecia, weight increased, fatigue, cervicitis, sexual dysfunction and abdominal distension had resolved and the migraine and dysmenorrhoea was resolving. The reporter considered abdominal distension, alopecia, cervicitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian mass, pelvic pain, sexual dysfunction, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: symptoms resolved after the (B)(6) 2016 surgery. Discrepancy noted in insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: full occlusion. Ultrasound scan vagina - on (B)(6) 2016: results: left coils appears to be more in uterus; on (B)(6) 2016: results: lft coil appears more in uterus than the right.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, abdominal pain, anxiety, back pain, vaginal discharge, fatigue, pelvic pain, hair loss, fatigue, , bloating, and sexual dysfunction,left coils appears to be more within uterus than the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: this case ((B)(4)) was detected to be a duplicate to (B)(4) which will be deleted after all information was transferred to this retained case (B)(4). No new information. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('left coils appears to be more within uterus than the right./my left coil is perforating my uterus') and ovarian mass ('left ovarian mass') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included overweight, anxiety, depression, hypothyroidism, triglycerides high, hirsutism, hot flashes and blood in stool. Concomitant products included atorvastatin calcium (lipitor), bupropion hydrochloride (wellbutrin), levothyroxine sodium (levothyroxin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/ severe pelvic"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced ovarian mass (seriousness criterion medically significant) with abdominal pain, 3 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain lower and back pain, uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/ heavy bleeding"), cervicitis ("cervicitis") with vulvovaginal pain and vaginal discharge, sexual dysfunction ("sexual dysfunction") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy and removal of left meso-ovarian mass). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, ovarian mass, vaginal haemorrhage, menorrhagia, headache, nausea and dyspareunia outcome was unknown, the genital haemorrhage, pelvic pain, alopecia, weight increased, fatigue, cervicitis, sexual dysfunction and abdominal distension had resolved and the migraine and dysmenorrhoea was resolving. The reporter considered abdominal distension, alopecia, cervicitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian mass, pelvic pain, sexual dysfunction, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: symptoms resolved after the (B)(6) 2016 surgery. Discrepancy noted in insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: full occlusion. Ultrasound scan vagina - on (B)(6) 2016: results: left coils appears to be more in uterus; on (B)(6) 2016: results: lft coild appears more in uterus than the right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, abdominal pain, anxiety, back pain, vaginal discharge, fatigue, pelvic pain, hair loss, fatigue, , bloating, and sexual dysfunction,left coils appears to be more within uterus than the right., abdominal cramping in left lower quadrant . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received- event verbatim updated to left coils appears to be more within uterus than the right./my left coil is perforating my uterus and pt of the event device expulsion was updated into uterine perforation. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('heavy abnormal bleeding/ heavy bleeding') and ovarian mass ('left ovarian mass') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included overweight, anxiety, depression, hypothyroidism, triglycerides high, hirsutism, hot flashes and blood in stool. Concomitant products included atorvastatin calcium (lipitor), bupropion hydrochloride (wellbutrin), levothyroxine sodium (levothyroxin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/ severe pelvic"), alopecia ("hair loss"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced ovarian mass (seriousness criterion medically significant) with abdominal pain, 3 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with back pain, genital haemorrhage (seriousness criterion medically significant), cervicitis ("cervicitis") with vulvovaginal pain and vaginal discharge, sexual dysfunction ("sexual dysfunction"), abdominal distension ("bloating") and device expulsion ("left coils appears to be more within uterus than the right."). The patient was treated with surgery (bilateral salpingectomy, hysterectomy and removal of left meso-ovarian mass). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ovarian mass, vaginal haemorrhage, menorrhagia, headache, nausea, dyspareunia and device expulsion outcome was unknown, the genital haemorrhage, pelvic pain, alopecia, weight increased, fatigue, cervicitis, sexual dysfunction and abdominal distension had resolved and the migraine and dysmenorrhoea was resolving. The reporter considered abdominal distension, alopecia, cervicitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian mass, pelvic pain, sexual dysfunction, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: symptoms resolved after the (B)(6) 2016 surgery. Discrepancy noted in insertion date: (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: full occlusion. Ultrasound scan vagina - on (B)(6) 2016: results: left coils appears to be more in uterus; on (B)(6) 2016: results: lft coild appears more in uterus than the right.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, abdominal pain, anxiety, back pain, vaginal discharge, fatigue, pelvic pain, hair loss, fatigue, , bloating, and sexual dysfunction,left coils appears to be more within uterus than the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: summons received. For event device breakage malfunction was selected as yes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('left coils appears to be more within uterus than the right./my left coil is perforating my uterus') and ovarian mass ('left ovarian mass') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included overweight, anxiety, depression, hypothyroidism, triglycerides high, hirsutism, hot flashes and blood in stool. Concomitant products included atorvastatin calcium (lipitor), bupropion hydrochloride (wellbutrin), levothyroxine sodium (levothyroxin) and medroxyprogesterone acetate (depo provera). On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/ severe pelvic"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6)2016, the patient experienced ovarian mass (seriousness criterion medically significant) with abdominal pain, 3 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain lower and back pain, uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/ heavy bleeding"), cervicitis ("cervicitis") with vulvovaginal pain and vaginal discharge, sexual dysfunction ("sexual dysfunction"), abdominal distension ("bloating") and hypothyroidism ("I got hypo thyroidism after I got essure"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy and removal of left meso-ovarian mass). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, uterine perforation, ovarian mass, vaginal haemorrhage, menorrhagia, headache, nausea, dyspareunia and hypothyroidism outcome was unknown, the genital haemorrhage, pelvic pain, weight increased, fatigue, cervicitis, sexual dysfunction and abdominal distension had resolved, the alopecia had not resolved and the migraine and dysmenorrhoea was resolving. The reporter considered abdominal distension, alopecia, cervicitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, nausea, ovarian mass, pelvic pain, sexual dysfunction, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: symptoms resolved after the (B)(6)2016 surgery. Discrepancy noted in insertion date: (B)(6)2013; 2014; (B)(6)2013. Patient is taking medication for hypothyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: full occlusion. Ultrasound scan vagina - on (B)(6)2016: results: left coils appears to be more in uterus; on (B)(6)2016: results: lft could appears more in uterus than the right.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, abdominal pain, anxiety, back pain, vaginal discharge, fatigue, pelvic pain, hair loss, fatigue, , bloating, and sexual dysfunction,left coils appears to be more within uterus than the right., abdominal cramping in left lower quadrant concerning the injuries reported in this case the following were reported via social media- alopecia, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter added. Outcome for hair loss updated. New event 'hypothyroidism' added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('left coils appears to be more within uterus than the right./my left coil is perforating my uterus') and ovarian mass ('left ovarian mass') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included overweight, anxiety, depression, hypothyroidism, triglycerides high, hirsutism, hot flashes and blood in stool. Concomitant products included atorvastatin calcium (lipitor), bupropion hydrochloride (wellbutrin), levothyroxine sodium (levothyroxine) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/ severe pelvic"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced ovarian mass (seriousness criterion medically significant) with abdominal pain, 3 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain lower and back pain, uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/ heavy bleeding"), cervicitis ("cervicitis") with vulvovaginal pain and vaginal discharge, sexual dysfunction ("sexual dysfunction"), abdominal distension ("bloating") and hypothyroidism ("I got hypo thyroidism after I got essure"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy and removal of left meso-ovarian mass). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, ovarian mass, vaginal haemorrhage, menorrhagia, headache, nausea, dyspareunia and hypothyroidism outcome was unknown, the genital haemorrhage, pelvic pain, weight increased, fatigue, cervicitis, sexual dysfunction and abdominal distension had resolved, the alopecia had not resolved and the migraine and dysmenorrhoea was resolving. The reporter considered abdominal distension, alopecia, cervicitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, nausea, ovarian mass, pelvic pain, sexual dysfunction, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: symptoms resolved after the (B)(6) 2016 surgery. Discrepancy noted in insertion date: (B)(6) 2013; 2014; (B)(6) 2013. Patient is taking medication for hypothyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: full occlusion. Ultrasound scan vagina - on (B)(6) 2016: results: left coils appears to be more in uterus; on (B)(6) 2016: results: lft solid appears more in uterus than the right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, abdominal pain, anxiety, back pain, vaginal discharge, fatigue, pelvic pain, hair loss, fatigue, , bloating, and sexual dysfunction,left coils appears to be more within uterus than the right., abdominal cramping in left lower quadrant concerning the injuries reported in this case the following were reported via social media- alopecia, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ severe pelvic") and genital haemorrhage ("heavy abnormal bleeding/ heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue,"), cervicitis ("cervicitis"), vaginal discharge ("discharge"), sexual dysfunction ("sexual dysfunction") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, alopecia, weight increased, fatigue, cervicitis, vaginal discharge, sexual dysfunction and abdominal distension had resolved and the vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, cervicitis, fatigue, genital haemorrhage, pelvic pain, sexual dysfunction, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion. Most recent follow-up information incorporated above includes: on 7-nov-2017: follow up from summons received-event back pain, hair loss, weight gain, fatigue, cervicitis, discharge, sexual dysfunction, bloating added and event severe pelvic pain, abdominal pain, heavy bleeding were clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.